Event description:
It was reported that the insulin pump alarmed no delivery several times. The reported blood glucose reading was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor.